Event description:
Caller reported recurring cartridge alarms, which occurred several times daily since (B)(6) 2025. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team confirmed the issue with consecutive cartridge alarms and arranged for a pump replacement, along with providing instructions for safe return and replacement processes. The customer agreed to use multiple daily injections as a backup insulin therapy and acknowledged the need for training on the updated replacement pump, which would be provided in their tandem source account. They were informed to return the faulty pump within 10 days using a pre-paid label and a return box.